Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: a, b, c, d, e, g. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Prosthesis wear of the polyethylene components could not be confirmed from the provided information. A contributing factor to the reported wear may have been patient related factors, but this could not be confirmed from the provided information and the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, the 61 y/o female patient had an original bilateral tka procedure with exactech implants on (B)(6) 2019. Patient presented back to surgeon's office with complaints of their tka's and known recalled polyethylene implants. The patient was scheduled for a right knee revision possible poly swap and patella resurfacing on (B)(6) 2023. The patient underwent a tibial polyethylene swap and patella resurfacing. Patient was revised to truliant crc tibial insert sz 3.5, 15mm and optetrak 3 peg patella cemented 32mm. There was no breakage of device or surgical delay/prolongation. The patient left the or stable. Patient was last known to be in stable condition following the event. X-rays and images received, the device is not available for evaluation due to it was discarded at the facility.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.